Manufacturer narrative:
The physicians' office made multiple attempts to obtain additional information from the patient. However, the patient would not comply. User facility reported no adverse event. Should additional information be made available, a follow up MDR will be filed.

Event description:
A patient reported that she sustained hyperpigmentation after an ultrapulse encore treatment.